Event description:
I used fixodent for awhile in 1975 but discontinued use, because of the mess it caused. I began using dentu-creme in 1975. I discontinued use in 2002 upon a recommendation from my new wife who wanted me to use a regular toothpaste. During the summer of 2005. I started to notice numbness and tingling in my feet. It became extremely painful to walk around barefoot. If I would step on a simple fold in my stocking, it would be painful. I cannot even walk up the wooden steps to use our pool without footwear. I sought medical advice in 2008. The doctor prescribed elastic knee-length stockings, but I get absolutely no relief from that treatment. I started using sea bond in 1985 and continue to use it today. During the summer of 2005. I started to notice numbness and tingling in my feet. It became extremely painful to walk around barefoot. If I would step on a simple fold in my stocking, it would be painful. I cannot even walk up the wooden steps to use our pool without footwear. I sought medical advice in 2008. The doctor prescribed elastic knee-length stockings, but I get absolutely no relief from that treatment. Dose: denture adhesive. Denture cleanser. Frequency: as needed. Daily. Route: oral. Dates of use: 1975 - present. Diagnosis: brush dentures to clean. To hold dentures in place and to provide cushion. Event abated after use stopped: no.